Manufacturer narrative:
Section g8: the manufacturer report number should have been 2017865-2025-17634, rather than 2017865-2025-100000.

Event description:
It was reported that the patient presented for a routine generator change. The right ventricular (rv) lead exhibited noise oversensing during electrocautery and high capture threshold. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.